Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusions occurred. Customer's blood glucose reached 228 mg/dl. Customer changed all supplies and resumed insulin therapy.